Event description:
While surgeon was closing the fascia, tip of the needle broken off, piece of needle that broke was retrieved and no harm to patient, surgeon said "this has been happening a lot lately".